Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2016. No additional event or patient information is available. Data was provided for review; however, inaccurate cgm values could not be found. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (part number stt-rf-001/serial number (B)(4)/lot number 5208793) was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.